Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned severed 11 cm from the is-1 terminal pin. An extracting stylet was stuck in the distal segment. Calcified body fluid was present on the distal shocking coils. The lead segments were tested and confirmed to be electrically continuous. X-rays found no fractured conductor coils, although a fracture cannot be ruled out due to the lead being severed. The build-up of calcification on the lead can create a non-conductive barrier between the lead and heart tissue. This could have caused the increasing impedance measurements that were observed clinically.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) defibrillation lead and non-boston scientific implantable cardioverter defibrillator (ICD) presented for a routine device check. It was noted the pacing impedance measurements had been increasing. The patient's right atrial (ra) pacing lead had fractured shortly after implant and it was suspected that the rv lead was also fractured. In (B)(6) the patient underwent a system explant. The patient had not received any appropriate shocks since the device was implanted, and had received two inappropriate shocks during exercise with this device. Therefore, the patient declined to have a new system implanted. No additional adverse patient effects were reported.